Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Connection failure of the umbilical cable was identified. After checking the logs, a frame grubber error was also confirmed several times. As a result, malfunction of the plr iport was determined and replacement was made accordingly. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The pleora box was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Although the part was returned and could not be duplicated, the replacement was reported to have resolved the issue. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that another medtronic representative notified her that they were receiving a communication error when attempting to move the imaging system to the operating room. No image of the communication error was received. Prior to the procedure, the imaging system behavior was checked in the CT room where the system had been stored, and then the imaging system was moved to the operating room. It had no problem for a while after activation, but just before use, a communication error was shown on the imaging system panel. The medtronic representative had limited information at first, because the telephone conversation had to be ended soon as the operation was still going on. On 12/23/2014, the medtronic sales representative visited the hospital, but detailed information could not be obtained because it was a (B)(6) holiday and most staff involved in this case were off duty. After reconnecting the umbilical cable during troubleshooting, the operator restarted the imaging system several times, but the problem persisted. Therefore, they opted to continue with the procedure without that imaging system but instead using the c-arm. The rest of the procedure was completed successfully without delay or adverse effect. There was no impact on patient outcome. No details of length of delay to case were provided. On 12/23/2014, the sales representative visited the hospital to investigate the event. The medtronic sales representative performed servicing on site, and checked the reported incident. Connection failure of the umbilical cable was identified. After checking the logs, a frame grubber error was also confirmed several times. As a result, malfunction of the plr iport was determined and replacement was made accordingly. The servicing ended after normal operation was confirmed by the operation test.